Manufacturer narrative:
Patient information and event date were requested from the customer, but the customer did not respond.

Event description:
The customer reported that the ventilator alarmed with blower stalled error. The customer reported that the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
Failure analysis on the returned blower assembly shows that the blower assembly was installed in an fi test ventilator. In diagnostic mode the blower ramped up to above 30000 rpm. The ventilator was run in normal ventilation for 14 hours without any errors occurring. No failure was found.

Manufacturer narrative:
Updated.